Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-apr-2025. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between the pebax and the electrode section. A temperature and impedance test was performed and no temperature values were observed on the ngen screen. Due to this condition, the handle of the device was dissected and an open circuit on the tip area was detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax is unrelated to the issue reported by the customer. The temperature issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following information: if the rf generator does not display the temperature, verify that the appropriate cable is plugged into the rf generator. If the temperature is still not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf energy. -regarding the reddish material observed on the pebax, the instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿no temperature displayed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿open circuit on the tip area¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between the pebax and the electrode section¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. During the procedure, there was no temperature displayed on the carto system and the generator. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-may-2025, observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 02-may-2025 and have assessed this returned condition as reportable.